Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) system was explanted for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction MDR regulatory report 2649622-2020-04761 aware date should be (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced an infection prior to the ipg system being removed. The patient was treated with antibiotics.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.